Event description:
A customer reported obtaining unexpected negative reactions on the 3-cell antibody screening assay on the galileo echo when using capture-r ready screen (3), lot r214.

Manufacturer narrative:
Image result files were reviewed by an immucor technical support specialist. Visually, the test wells for initial testing appeared to have adherence around the diffused cell button in cells 1 and 2. Repeat testing with a fresh sample resulted as negative in cell 1 and equivocal in cell 2. Visually, cell 1 appeared to have a ring of adherence around the cell button. The customer received a new lot (r218) of plates and when the samples were tested using the new lot, both samples resulted as positive (2-3+) with cell 3 which is the jka+, jkb- cell. In-house testing of retention product was performed by the product investigation laboratory. The presence of the jka antigen was confirmed. Retention product performed as expected. No product deficiencies were identified.